Manufacturer narrative:
The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: seroma.

Event description:
Healthcare professional reported via nbir left side "seroma, correction of asymmetry, change shape/size/style". The device has been explanted and replaced and a "capsulectomy/capsulotomy" was performed.